Manufacturer narrative:
All 4 returned 3.5mm cortical screws were inspected under microscope and showed no abnormalities or damage. Additional mdrs associated with this event: 3025141-2020-00156: plate; 3025141-2020-00161: screw 1; 3025141-2020-00162: screw 2; 3025141-2020-00163: screw 3; 3025141-2020-00165: screw 5; 3025141-2020-00166: screw 6; 3025141-2020-00167: screw 7; 3025141-2020-00168: screw 8.

Event description:
An aculoc vdr plate was implanted in the patient on (B)(6) 2019. At some point post op, the screws in the distal portion of the plate broke. The broken screws and plate were removed in a revision surgery.